Event description:
We received an allegation about discrepant results for 2 patients' serum samples tested with ft4 g4 assay on a cobas e 801 analytical unit. Sample 1: initial result: >100 pmol/l accompanied with a data flag. Rerun result: 15.7 pmol/l. Sample 2: initial result: >100 pmol/l accompanied with a data flag. Rerun result: 16.7 pmol/l. The questionable results were reported outside the laboratory. The ft4 g4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service representative found the alarm trace showed an "abnormal low signal alarm" two times on the day prior to the event. He also noticed alarms on the reservoir 1 and 2 units for not filling correctly and qc concerns. He replaced the measuring cell and replaced the syringe seals. Following the service visit, no further issue was observed. Therefore, the service actions appear to have resolved the issue. The investigation did not identify a product problem. The specific cause of the event could not be determined. H3 other text.